Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number so2031921 was released in four batches. Batch1: released on june 07, 2018 with no discrepancies. Batch2: released on february 07, 2019 with no discrepancies. Batch3: released on february 06, 2019 with no discrepancies. Batch4: released on may 14, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 final tightener driver was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip was stripped. The condition of the device is consistent as an end-of-life indicator for the device. The stripped condition could have caused the device interaction issue hence the complaint is confirmed. Investigation conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the surgeon was using a viper2 tightener for final tightening when the torque slipped and did not have enough grip to finalize. The other instrument in the set was used instead. Procedure was completed with a delay of ten to fifteen minutes. This report is for a viper2 final tightener driver. This is report 1 of 1 for (B)(4).